Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia and patient conditions could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular asist system (lvas), serial number (B)(6), until they expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU), rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted from long-term acute care (ltac) with tachycardia, fever, hypotension, and was found to have steven johnson syndrome with generalized areas of full-thickness epidermal necrosis. The patient was sent to the burn unit where they were treated with three doses of intravenous immunoglobulin (ivig) doses and supportive care.